Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-24245. Reference MFR report: 1627487-2013-24247. It was reported the pt went to the hospital complaining of pain and swelling at her scs leads implant site as well as pain at her ipg site. The pt's scs leads appeared visible through her skin. The pt was prescribed oral antibiotics and antihistamines, but the pain and swelling has become worse over the weekend. Laboratory tests were negative for any infection. In addition, the pt was tested for any allergies to the devices and the results were all negative. The pt would like her scs system removed. Surgical intervention is planned for a later date. Follow-up identified the pt reported her scs system's stimulation is very positional and she is not receiving effective pain relief. Reprogramming did not resolve the issue. Additionally, the pt's physician believes that due to the pt's small size, the pain is probably from the lack of tissue to bury the devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.